Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7072226.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an ipg and lead replacement procedure. The explanted device will not be returned as it was discarded at the facility.